Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient received medical intervention from paramedics due to hypoglycemia, severe shaking and being incoherent. The patient's blood glucose levels dropped between 20 mg/dl and 30 mg/dl while wearing the pod longer than 48 hours. The patient assumes he was treated with intravenous sugar solution. Paramedics stayed with patient for a total of 30 minutes and the pod continued to be worn.